Event description:
The facility representative reported a broken door. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 24, 2007. The device has not been received for evaluation. When the pump is received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.